Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned follow-up data from (B)(6), 2019 have been analyzed. The analysis revealed an elevated current consumption, which was automatically detected by the device, subsequently leading to a programmer notification message. Based on the information available for analysis the root cause of the elevated current consumption could not be determined. However, a component damage cannot be excluded. Should further relevant information or the ICD itself become available, please send it to biotronik for analysis. This investigation will be accordingly updated.

Event description:
Ous MDR - after an implantation period of approx. 56 months, a high current consumption during a follow-up was observed.